Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open while the resident was using the device. The jaws were not on the patient's tissue at the time. There was no injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. Visual inspection found no defects. The product jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.